Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
During an open reduction internal fixation surgery (orif) of the left distal humerus on (B)(6) 2013, the surgeon drilled through the plate hole into the bone. The surgeon used the push-pull reduction device to pull the plate to the bone. When the nut was tightened the shaft of the push-pull reduction device broke. The surgeon removed the screw, rotated the plate out of the way and then removed the broken piece of the shaft with the broken screw set. The plate was replaced into position. The surgeon used a push-pull reduction device, reduced the plate to the bone and reinserted the screw. The procedure was completed with no further problem. This is 1 of 1 report for complaint #(B)(4).